Event description:
(B)(4). Hair loss, fatigue, heavy bleeding with huge clots, severe right side pain, bloating look like I was 6 months preg., auto immune, constant sickness, migraines, discharge non stop. Mood swings. Depression.